Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal follow up, it was noted that the right ventricular lead exhibited noise. Several non sustained oversensing episodes were recorded. No intervention was performed. The patient would continued to be monitored.